Event description:
Additional information received from the manufacturer representative reported that the patient had complaint about pain and the controller not working. When an impedance check was done everything looked fine and they were reprogrammed. Then an error message was seen on the controller. After changing electrodes the controller worked fine and the patient was satisfied with the results.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: product ID 977a260, serial# (B)(6). Product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Information was received from a patient (pt) regarding an implantable neurostimulator (ins). During the call, pt mentioned they met with mdt rep a couple months before july 2023 about a lead breaking off. Pt stated they hit a wire with another wire and their back was all twisted up. Pt mentioned meeting with rep 3 times. Agent did not ask event date about lead breaking as pt was upset that the therapy never worked (see rtg0559984). Agent documenting reported information. Rep confirmed they were unaware of any lead breaking off. The rep who worked with the patient was no longer working for the manufacturer and no related notes were noted.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was mdt rep. Said the pt started getting settings not available on the controller(maybe 8 months ago, but pt was unsure). Mdt rep. Said they measured impedances and everything checked out okay. Pt was using electrodes 1-3 for groups a, b, and c and were getting settings not available on group a. Tss had mdt rep. Connect to pt and measure impedance values. Mdt rep. Said when they originally saw values of 1- 1000, 2 - 1010, and 3-1140, but when the mdt rep. Measured impedances on the call, they got elevated impedances(over 40,000) when using reference electrode 0. Mdt rep. Then said they were referencing 1 and got between 39, 000 and 40,000 on electrodes 1-3. Tss realized mdt rep. Did not switch reference electrodes. Mdt rep. Switched reference electrode to 1 and got 39,000 on 0, but normal impedance values on 1-4(2- 820, 3- 860, 4- 790). Tss suggested reprogramming options with mdt rep. Tss sent email to local mdt rep. To get notify date.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.